Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after the user filled the cartridge with 300 ml of insulin. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 167-350 mg/dl.